Manufacturer narrative:
Should additional information become available a supplemental record will be filed

Event description:
Dealer states the left side frame broke where upright meets the lower crossbar.